Manufacturer narrative:
The pump was returned for animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation also revealed a misaligned display screen and partially dislodged force sensor pins.

Event description:
A review of the pump history indicated that loss of cartridge detection had occurred. Evaluation also revealed a misaligned display screen and partially dislodged force sensor pins.